Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was successfully implanted without issues. It was reported while the pt was being closed the pt experienced a myocardium infarction. The pt was revived, however, while the pt was in the ICU for recovery, the pt expired. There was no autopsy performed. No add'l info has been provided.

Manufacturer narrative:
Eval codes, results: (death), conclusions: other (operative/autopsy reports not provided).